Manufacturer narrative:
A ge service rep performed an onsite investigation. The system hard drive, backplane, and systems interface pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported communications errors. No pt or user injury was reported.